Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). Visual inspection found a separation/break in spline #3 when the array is deployed. There was 4 cm of melted material that extends from approximately 55 - 59 cm from the distal tip. It is very plausible that a piece of tape was not removed prior to our eto sterilization. The eto sterilization process occurs at 140 f (or 60 c), which is above the recommended application temperature for typical adhesive tape (70-100 f) so at this temperature it is very plausible that a piece of tape that has been left on the catheter through sterilization, was melted/softened prior to analysis. It is believed this melted adhesive does not effect the integrity/functionality of the orion catheter. Electrical testing was performed and the device failed the test. The device failed the magnetic tracking test. The device was found to have 17 open electrodes. (E27, e28, e31, e32, e33, e34, e35, e36, e37, e38, e47, e48, e63, e67, e68, e73, e87) these are not true opens; they are high impedances sitting around 18k ohms. The magnetic sensor resistance test was performed finding both pairs to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 12jun2017. It was reported that impedance was lost, making it impossible to take parameters during the procedure. No patient complications occurred. However, device analysis found when the device was deployed there was a separation/break in spline #3.